Event description:
It was reported by the customer that following implantation of a zfr00v lens in the right eye, the patient continued to report poor vision, first noted at a post-operative exam on (B)(6) 2026. The lens was explanted during a secondary procedure and replaced with a monofocal intraocular lens from another manufacturer. The patient¿s status after the event is unknown, and no additional patient information was provided.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.